Event description:
Procedure: surgery for diverticulitis. According to the reporter, a pt reported that the circular stapling device allegedly failed to perform as intended, leaving the pt with a permanent colostomy.

Manufacturer narrative:
(B)(4). This report is in response to the FDA medwatch report ((B)(4)) dated (B)(6), 2010, sent by (B)(6). The FDA medwatch report was received by quality assurance on (B)(6), 2010.